Event description:
It was reported that the device, left ventricular (lv), and right ventricular (rv) lead were explanted and replaced as a result of a system infection. The patient was stable with no adverse consequences.